Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a ProStyle device after an interventional carotid artery stenting procedure with a small-bore sheath. Reportedly, the suture broke while advancing the knot with the Suture Trimmer. There were no reported adverse patient effects. Hemostasis was achieved with a new ProStyle device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and Corrective and Preventive Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb or lever deployed early) or suture/ nick damage. Based on the result of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.